Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: review of the black box data revealed multiple records of "cs052" communication alarms. On investigation, the pump was powered on and exercised without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.